Manufacturer narrative:
(B)(4). It was reported that this valve was replaced due to mitral insufficiency. The type and cause of regurgitation, or insufficiency, varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Without return of the explanted valve, the specific nature of this event cannot be confirmed. There have not been any allegations of a quality deficiency related to the explanted valve. No further actions are possible with the available information. Of note, the patient also had a bioprosthetic aortic valve removed during the same surgery. Please reference MDR submitted for device serial #2015691-2014-01514.

Event description:
It was reported that a (B)(6) male had this mitral valve explanted, after an implant duration of approximately nine (9) years and two (2) months, due to bioprosthetic mitral insufficiency. The operative report does not document any specific findings on the device during explantation. Another edwards bioprosthetic valve was implanted successfully.